Manufacturer narrative:
11/13/2017 - we received additional information that this ra lead became dislodged one day after implant during the placement of an lv lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This ra lead was explanted and replaced due to poor sensing and thresholds. No adverse patient events were reported.